Event description:
The facility representative reported a colleague infusion pump in which a "blank bar running through the middle of display giving blank line so cannot see text and also the text you can see on other lines is in triple vision" . It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "blank bar running through the middle of display giving blank line so cannot see text and also the text you can see on other lines is in triple vision" was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be a defective main display. The main display was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed this device has no previous service history. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.